Event description:
The customer reported that while the unit was in use on a patient, the unit was unable to acquire an ECG signal. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The technical support personnel saw electrical failure codes 118 and 119 in the fault log. The ts performed a visual inspection but was unable to find any defect. Fixed electrical codes 119. Performed battery discharge test and service mode test. Performed functional and safety tests and ran te machine for 2 hours. Customer needs to replace 5000 hour maintenance kit. After re-assembling the machine functioned normally. (B)(4).